Event description:
Pelviscopy - "the surgeon is using the device over 2 years and he has many experience with the ctf33. It was an obese patient. During the insertion, the tip of the trocar was broken. In the moment he took the obturator outside, he saw the missing tip. He searched for the tip and found it in the subcutaneous fat tissue." Patient status: "o.k."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to FDA.